Event description:
It was reported that a revision surgery took place. The above mentioned products have been explanted from a pt due to chronic thigh pain and evident proximal femur osteolysis observed on x-ray. The medical professional alleges a deficiency in the performance of the device. Primary surgery took place in 2006. The affected products won't be sent for analysis.

Manufacturer narrative:
The MFR did not receive devices for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. With the given info, it is not possible to determine the cause for why the pt had pain. As a result of former investigation, a field safety notice (fsn) was issued to all durom acetabular cup surgeons of record outside the us detailing the results of this investigation and emphasizing the importance of using the prescribed surgical technique. Enhanced surgical techniques were also issued to further emphasize proper technique with an add'l warning statement, already documented in the instructions for use which accompanies the devices. Should add'l info become available and / or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).